Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that an eva bag was leaking on the right corner near the injection port. When in the process this issue was observed is unknown. There was no patient involvement or adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. Functional testing with visual inspection identified the report defect as a large leak spraying water located on the front face near the right corner of the bag. Magnified inspection of the leak location found a gouge caused by interaction with a sharp tool or rough surface. Additionally, the manual addition port had been spiked, as evidenced by a cannula insertion. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, the condition was determined to have occurred during handling or transport of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.